Manufacturer narrative:
This report is submitted on march 20, 2018.

Event description:
Per the clinic, the patient experienced migration of the electrode array resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device.